Manufacturer narrative:
The customer's reported complaint description of high reflected power (hrp) warning message cannot be confirmed. No probe complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14 cm solero applicator. The system was set up for the procedure with no reported issues. The end user connected the applicator to the generator and the pump was activated. The screen showed a green indicator on the front panel, confirming its operation. The activation button entered the active state, indicating the circulation of the refrigerated saline solution. No fluid leaks or air bubbles were detected in the system. Before clinical use, a test was performed with the applicator at 100 w for 10 seconds and no error messages were displayed. The system was then cleared for use by the physician. However, during the first treatment cycle, set at 100 w for 2 minutes, the generator displayed the error message: "high reflected power" after 1 second of operation. The system was restarted, and the applicator was repositioned, but the error message persisted. Multiple system and applicator restarts were attempted, but the error remained, preventing the procedure from continuing with the equipment. The procedure was rescheduled for the following week. This event has been assessed as a reportable due to patient safety risk, as the patient was under anesthesia and treatment was not completed.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).